Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the air water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "525 - tube and 440 - cylinder". Correction to g3 of the initial medwatch. The aware date should be april 8, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. During examination, the foreign material was likely a simethicone substance, and there was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel and air/water cylinder was not confirmed. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "gif-2th180 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-2th180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.